Event description:
A caller reported an issue where the insulin gauge on their pump displayed a different amount than expected, with a current fill estimate of 27 units when 260 units were anticipated. The discrepancy was greater than 30 units, and it was noted that the caller had overfilled the cartridge. There was no adverse impact on the customer¿s blood glucose level. Despite initially declining to load a new cartridge, the caller later filled a new cartridge with 300 units, achieving an accurate reading of 240 units after receiving assistance from customer technical support. The customer successfully resumed insulin delivery, and detailed instructions for filling a cartridge were emailed to them, resolving the issue.